Manufacturer narrative:
B3 date of event was estimated based on event occurring in (B)(6) 2022.

Event description:
Agent ide study. It was reported that coronary artery disease occurred. On (B)(6) 2021, the subject presented with stable angina (ccs classification: 3) and the index procedure was performed the same day. The subject was on a prior regimen of aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin and 600 mg clopidogrel were given prior to the procedure. The target lesion was located at the proximal left circumflex artery (lcx) and was 12 mm long with a reference vessel diameter of 3.00 mm. The target lesion was predilated with 3.0 mm x 12 mm balloon with 90% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.0 mm x 12 mm nc emerge mr balloon successfully, with 30% residual stenosis and timi flow of 3. Post dilation was not performed. In (B)(6) 2022, the subject started experiencing shortness of breath, not able to exercise for prolonged time and mild chest discomfort at peak exertion and was diagnosed with coronary artery disease. On (B)(6) 2022, , the subject came to hospital with shortness of breath and hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Coronary angiography revealed 99% in-stent restenosis (isr) in the proximal lcx. Following predilation with a 2.5 mm x 12 mm emerge mr, a 2.5 mm x 16 mm synergy xd drug eluting stent was deployed. The lesion was then post dilated with a 2.75 mm x 8 mm nc emrge mr balloon resulting in 0% stenosis with timi flow 3. The event was considered recovered/resolved and the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
B3 date of event was estimated based on event occurring in january 2022.

Event description:
Agent ide study. It was reported that coronary artery disease occurred. On (B)(6) 2021, the subject presented with stable angina (ccs classification: the index procedure was performed the same day. The subject was on a prior regimen of aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin and 600 mg clopidogrel were given prior to the procedure. The target lesion was located at the proximal left circumflex artery (lcx) and was 12 mm long with a reference vessel diameter of 3.00 mm. The target lesion was predilated with 3.0 mm x 12 mm balloon with 90% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.0 mm x 12 mm nc emerge mr balloon successfully, with 30% residual stenosis and timi flow of 3. Post dilation was not performed. In (B)(6) 2022, the subject started experiencing shortness of breath, not able to exercise for prolonged time and mild chest discomfort at peak exertion and was diagnosed with coronary artery disease. On (B)(6) 2022, the subject came to hospital with shortness of breath and hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Coronary angiography revealed 99% in-stent restenosis (isr) in the proximal lcx. Following predilation with a 2.5 mm x 12 mm emerge mr, a 2.5 mm x 16 mm synergy xd drug eluting stent was deployed. The lesion was then post dilated with a 2.75 mm x 8 mm nc emrge mr balloon resulting in 0% stenosis with timi flow 3. The event was considered recovered/resolved and the subject was discharged on dual antiplatelet therapy. It was further reported that during the index procedure, following pre-dilation, the target lesion was treated with the 3.00 x 12mm study device and post dilated with a 3.25 x 12mm non-boston scientific balloon. The subject was discharged home on aspirin and clopidogrel. In (B)(6) 2022, the subject sometimes experienced chest discomfort at peak exertion. When the subject presented to the hospital in (B)(6) 2022, they had been experiencing shortness of breath for the previous six weeks.

Manufacturer narrative:
B3 date of event was estimated based on event occurring in january 2022.

Event description:
Agent ide study it was reported that coronary artery disease occurred. On (B)(6) 2021, the subject presented with stable angina (ccs classification: 3) and the index procedure was performed the same day. The subject was on a prior regimen of aspirin ( 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin and 600 mg clopidogrel were given prior to the procedure. The target lesion was located at the proximal left circumflex artery (lcx) and was 12 mm long with a reference vessel diameter of 3.00 mm. The target lesion was predilated with 3.0 mm x 12 mm balloon with 90% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.0 mm x 12 mm nc emerge mr balloon successfully, with 30% residual stenosis and timi flow of 3. Post dilation was not performed. In (B)(6) 2022, the subject started experiencing shortness of breath, not able to exercise for prolonged time and mild chest discomfort at peak exertion and was diagnosed with coronary artery disease. On (B)(6) 2022, the subject came to hospital with shortness of breath and hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Coronary angiography revealed 99% in-stent restenosis (isr) in the proximal lcx. Following predilation with a 2.5 mm x 12 mm emerge mr, a 2.5 mm x 16 mm synergy xd drug eluting stent was deployed. The lesion was then post dilated with a 2.75 mm x 8 mm nc emrge mr balloon resulting in 0% stenosis with timi flow 3. The event was considered recovered/resolved and the subject was discharged on dual antiplatelet therapy. It was further reported that during the index procedure, following pre-dilation, the target lesion was treated with the 3.00 x 12mm study device and post dilated with a 3.25 x 12mm non-boston scientific balloon. The subject was discharged home on aspirin and clopidogrel. In (B)(6) 2022, the subject sometimes experienced chest discomfort at peak exertion. When the subject presented to the hospital in (B)(6) 2022, they had been experiencing shortness of breath for the previous six weeks.